Manufacturer narrative:
The customer will return the footswitch for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported a system message was displayed and the footswitch would not respond to commands during a cataract procedure. The system was switched out and the procedure was completed following a 10 minute delay. There was no pt impact reported.